Manufacturer narrative:
(B)(4).

Event description:
It was reported that the peel-away sheath spit and rucked up rendering it useless. A surgical nick was made. The patient was unharmed.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. One photo displayed the product label and the other photo showed a fully peeled sheath. One half of the sheath also appeared to be split/damaged. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit cautions the user , "do not withdraw tissue dilator until the sheath is well within the vessel to reduce risk of damage to sheath tip. Sufficient guidewire length must remain exposed at hub end of sheath to maintain a firm grip on guidewire." The customer report of a damaged sheath was confirmed by complaint investigation of the customer supplied photos. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the peel-away sheath spit and rucked up rendering it useless. A surgical nick was made. The patient was unharmed.